Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that during multiple intraocular lens (iol) implant procedures, there were stress fractures of the cartridges. There was patient contact with no patient harm. Additional information was provided by a facility representative from the surgery center, who indicated that she was unable to distinguish between cases or patients. No specific details were available. The same scrub tech that has been with them for years noticed the cartridges were cracking. Several events occurred with the same lot. The temperature was consistent. No other issues were noticed. There were no patients harmed. No issues with the iols. The issue was resolved with a different lot of cartridges.